Event description:
Literature was reviewed regarding patients with a previously placed surgical mitral valve prosthesis who underwent transcatheter aortic valve replacement (tavr) with either a balloon-expandable valve (bev) or self-expanding valve (sev). Of the 153 patients in the sev group, 117 received a medtronic corevalve/evolut valve. The following adverse outcomes occurred among the sev recipients: valve embolization, need for a second valve, interference with the mitral valve prosthesis, valve under-expansion, aortic regurgitation (moderate to severe), elevated mean gradient, stroke/transient ischemic attack, permanent pacemaker implant, bleeding, major vascular complications, and hospital readmission. Additionally, 65 sev patients died during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: asmarats l, jiménez-quevedo p, amat-santos ij, et al. Balloon-expandable versus self-expanding valves in patients with prior surgical mitral valve replacement undergoing transcatheter aortic valve replacement. Can j cardiol. 2025;41(8):1480-1489. Doi:10. 1016/j.cjca.2025.04.026 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.